Event description:
It was reported that clear, foreign liquid came out onto the needle when the relion® insulin syringe plunger was pushed in during use. The following information was provided by the initial reporter: "pharmacist called in on behalf of consumer who stated he was seeing a clear liquid come out onto needle when plunger was pushed in. Pharmacist was able to duplicate issue by pushing on plunger, she also saw clear liquid. Syringes were not used."

Manufacturer narrative:
Investigation: customer returned (18) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 9014707. Customer states that a clear liquid come out onto needle when plunger was pushed in. All returned syringes were examined and no foreign matter was observed in any of the syringes. However, when the plunger rod was fully depressed, a small clear droplet of material came out of the cannula of 3 out of 18 syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. A review of the device history record was completed for batch # 9014707 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clear, foreign liquid came out onto the needle when the relion® insulin syringe plunger was pushed in during use. The following information was provided by the initial reporter: "pharmacist called in on behalf of consumer who stated he was seeing a clear liquid come out onto needle when plunger was pushed in. Pharmacist was able to duplicate issue by pushing on plunger, she also saw clear liquid. Syringes were not used."